Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that there was a patient safety incident on (B)(6) 2023. After due diligence, it was reported that an infusion of lasix was completely infused in a matter of 60 to 90 minutes, when it should have been completed over a 5 hour plus period. The patient already had low blood pressure (103/62), so monitoring of vital signs was increased, additional labs were drawn, renal medical doctor and primary care physician were both notified and monitoring for the blood pressure decline. The infusion was furosemide in 0.9% nacl 100 mg/100ml (1mg/ml) hung as a piggyback. There was patient involvement but no harm.